Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data showed cs 064 call service alarms had been emitted. A visual inspection indicated moisture corrosion damage in the battery compartment. A leak test was performed and no leaks were detected. During the rewind step, a cs 078 call service alarm occurred. Further testing was not able to be performed due to the recurring call service alarm. The pump was opened and moisture damage was found on pcb. The complaint of a cs 064 call service issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.